Manufacturer narrative:
Batch review performed on 06 april 2020: lot 1903777: (B)(4) items manufactured and released on 24-jul-2019. Expiration date: 2024-07-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 3 months after primary surgery, due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly, and the surgery was completed successfully.